Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that fatigue caused the reported event to occur. Lamp a likely did not light up because it was used beyond its estimated life span. Investigation also believes it likely that lamp b was taken out during use or during transport to the facility. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As noted, the loaner device was returned from the facility per expectation and the failure was noted during device inspection. Should any additional information be made available prior to the investigation conclusion, a supplemental report will be provided. Furthermore, investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer returned the olympus video system as it was originally a loaner device. However, upon inspection it was noted that lamp a was dead and lamp b was missing. There was no patient involvement during this event.